Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the caller asked for evaluation of two very short electrogram segments during the implant procedure. Review of the strips indicated there was a loss of atrial capture and atrial undersensing. Follow-up to the clinic revealed that the patient had been seen twice post implant for regularly scheduled follow-up visits. There was no intervention done at either visit. The lead remains in use. No patient complications have been reported as a result of this event.